Event description:
It was reported the patient had unspecified kidney surgery in 1994. It was reported the patient developed an infection and injury as a result of contaminated sutures. No other information was given.